Manufacturer narrative:
Report 3003721894-2016-00007 is associated with (B)(4) polident denture adhesive cream.

Event description:
Accidental device ingestion [accidental device ingestion]. Off label use [off label use]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and off label use. On an unknown date, the outcome of the accidental device ingestion and off label use were unknown. Gsk medical assessment revealed that the gsk device was suspected to be a contributory cause of the incident. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. A male consumer of unknown age reported that he happens to swallow polident denture adhesive cream after having meals and queried if it would be harmful. The consumer used the product more than once a day but specific frequency was not reported. No further safety information was reported. No adverse event was associated with this case so no follow-up would be done hence no further information would be available.